Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for low blood glucose. The customer reported their blood glucose was over 200 mg/dl before being hospitalized. Customer treated their blood glucose with food and went to lie down. It was reported the customer slipped into a coma and the paramedics were called. Customer's blood glucose was 32 mg/dl at the time of admission. Customer was treated with an IV and fluids for their blood glucose. The customer was hospitalized for a day and a half. It was found the customer forgot to treat their high blood glucose, leading to the low event. Customer's current blood glucose was over 200 mg/dl. The insulin pump will not be returned for analysis.